Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was able to confirm the reported type 1a endoleak. Additionally, there was evidence to reasonably support at 36 months. The clinical assessment was based on adequate medical records and adequate patient images. A manufacturing or design issue has not been identified or suspected based on the evaluation of the reported event. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. The event devices remain implanted in the patient and were not returned for further evaluation. The clinical evaluation found further evidence to reasonably suggest the following contributing factors to the reported event; off label use and patient anatomy.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2016. Patient was noted to have an off label aortic neck length at the time of the initial procedure. A follow up computed tomography (CT) scan showed a potential type 1a endoleak. The patient was referred to another physician who completed an angiogram confirmed the type 1a endoleak. The physician attempted to snorkel the renal arteries and extend the implanted devices to the superior mesenteric artery (sma). However, the physician was not able to gain access due to the tortuosity of the patient anatomy. The physician did not implant any additional devices and the patient was stable post procedure.